Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 3006705815-2020-31023. It was reported the patient's scs leads were replaced. Reportedly, the patient had an unrelated spine surgery and during the procedure, the physician cut both leads. Stimulation therapy was restored postoperatively and the issue addressed.

Event description:
Related MFR report: 3006705815-2020-31023.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.